Event description:
A surgeon reported that during surgery the intraocular pressure (iop) control was not available. The surgeon noted that it appeared that all the settings were correct and no system message was displayed. At this time, there is no known impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).